Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2019 with the following findings: during investigation, the pump powered on with the dim, faded and discolored display. Unrelated to the complaint, investigation revealed that the up arrow keypad button was hypersensitive and did not spring or click back. The keypad cover was removed and the up contact was observed to be cracked. Also unrelated to the original complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose between 400-500 mg/dl with symptoms of strong, fruity breath odor, rapid, deep breathing and symptoms of dehydration associated with an alleged display issue. Reportedly, the patient remained on the pump and was treated at the hospital with insulin via the pump, insertion site change, intravenous fluids and ¿other¿ treatment by a health care provider, during troubleshooting with customer technical support, the reporter stated that the patient had a dim/fading screen that they could no longer read safely. The patient was unable to safely see the pump so she didn¿t bolus herself causing her blood glucose to rise. The patient said that they also had a staph infection, urinary tract infection and temperature of 104 degrees. This complaint is being reported because the patient experienced hyperglycemia associated with a display issue.